Manufacturer narrative:
The nurse reported that the central nurse's station (cns) shut down spontaneously, due to an uninterpretable power supply (ups) failure. The customer will purchase a replacement ups to resolve the issue. No patient harm was reported.

Event description:
The nurse reported that the central nurse's station (cns) shut down spontaneously, due to an uninterruptible power supply (ups) failure.

Manufacturer narrative:
Details of complaint: on 7/3/2018 customer nurse stated that cns device's screens have gone blank. The computer tower does not have any lights on it. When nk tech support assisted customer in connecting the device to a new power source, the issue was resolved. The cause of the issue was determined to be ups failure. On 7/10/2018, nk tech support called customer to confirmed if the ups had been replaced. Customer did not have this information. Cns was working at the time. Further information was not provided. Service requested: troubleshooting. Service performed: assisted customer in determining the cause of the issue and resolved the issue by using alternate power source. Investigation result: [risk assessment] the probability of this issue re-occurring is derived from c4c data. Data was pulled on jan 22, 2020. Out of 33046 records, the ticket title is filtered for "ups" keyword. The service category is filtered to include only "pm" related incidents. Pm is referring to patient monitoring devices. File status is filtered to show only "MDR" or "qa closed - MDR" incidents. The model is filtered to show only "pu-621ra" and "pu-681ra" incidents. The final result shows 22 incidents where ups caused cns, both pu-621ra and pu-681ra, power issues. The power issue has a rate of occurrence at 0.07%, or according to sop06-075, quality complaint investigations, the event may only occur in exceptional circumstances - rare. Risks: the risks of cns device being off due to power issue resulting from ups failure is that there is a loss of central monitoring of patient's vital signs and waveforms, along with other patient information. The cns monitors both bedside and wireless telemetry transmitters devices. Bedside monitors have local alarm functions, both audible and visual, while wireless telemetry transmitters display compressed waveform and numeric data of the latest 10 minutes. When the cns is powered off, the issue is immediately noticeable by the attending clinician. If alternate monitoring means are not available for the wireless telemetry patients, there is a possible loss of patient monitoring. In a worst-case scenario, the loss of monitoring capability at a central nursing station for cardiac rhythm and vital signs could delay the recognition and management of arrythmias and sudden deteriorations in vital signs in critically ill patients. This could adversely impact the outcome of subsequent treatments such as resuscitation. The risk is considered "major" as defined under sop06-075, quality complaint investigations. Therefore, the overall risk of this event, taking into consideration of severity and probability, is medium. Cns's intended use: the cns-6201 central monitor is designed for use in various hospital environments, including the ICU, ccu, recovery room, and general ward. The central monitor allows hospital staff to monitor patient's vital signs and waveforms, along with other patient information. The central monitor is designed so the operator can directly touch the screen from the operator's position. The patient monitoring network is composed of central monitors, bedside monitors, multiple patient receivers and transmitters. [History] cns device was put into service on 3/30/2017. Service history for this device shows the following: (B)(6) 2019 300191831 - not related to ups power source. (B)(6) 2019 300168415 - not related to ups power source. (B)(6) 2019 300157022 - not related to ups power source. (B)(6) 2018 300130571 - current incident. (B)(6) 2018 300119017 - not related to ups power source. (B)(6) 2018 300118605 - not related to ups power source. (B)(6) 2018 300118126 - not related to ups power source. (B)(6) 2017 300107238 - not related to ups power source. (B)(6) 2017 300094397 - not related to ups power source. (B)(6) 2017 300094228 - not related to ups power source. (B)(6) 2017 300089059 - not related to ups power source. (B)(6) 2017 300087296 - not related to ups power source. (B)(6) 2017 300082944 - not related to ups power source. The above service history shows the issue had no precedent and has not re-occurred. The cause of the reported issue was due to ups failure. With limited information available regarding the ups, the root cause of its failure is unknown. A fishbone diagram generated to determine possible causes of ups failure. Investigation conclusion. The cause of the reported issue was due to ups failure. With limited information available regarding the ups, the root cause of its failure is unknown. A fishbone diagram generated to determine possible causes of ups failure. Additional information: b4. Date of this report; f6. Date user facility/importer became aware of the event; f7. Type of report; f11. Date report sent to FDA; f13. Date report sent to manufacturer; g4. Date received by manufacturer; g7. Type of report; h2. If follow-up, what type? ; additional information; h6. Event problem and evaluation codes; h10. Additional manufacturer narrative. The following fields are not applicable (n/a) to this report: a2 - a6 b2 b6 b7 d4 lot # & expiration date d6 - d7 d9 d11& c2 f10 g6 g8 h7 h9

Event description:
The nurse reported that the central nurse's station (cns) shut down spontaneously, due to an uninterruptible power supply (ups) failure.